Event description:
"Rupture of the tubing collar juction during closure of the band (ring) intraoperative".follow up findings: surgery to implant band was not successfully completed, and new device was implanted at a later date.